Manufacturer narrative:
Insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report damage to the reservoir compartment of the insulin pump. Customer reported that the o-ring has broken off of the reservoir. Customer also reported that the pump alarmed no delivery. Customer's blood glucose levels at the time of the incident are unknown. No significant events leading to the alarm were observed. Troubleshooting was not completed at the time of the call. Therefore, the root cause of the issue could not be determined. Product is not expected to return.